Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the prograsp forceps instrument froze during the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument didn¿t move anymore and there was a delay of less than 15 minutes. The issue occurred during procedure and there was no fragment fall. There was no any report of fragments falling from the device while used within a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube at the distal tip. A piece measuring proximately 23.25mm x 2.45mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the tip. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing further inspection found no abnormally sharp or damaged components. The instrument was found to have a broken distal pitch cable at the tip. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint regarding the instrument tip freezing during the procedure was confirmed by failure analysis.